Manufacturer narrative:
It was reported that a leak was observed at the inlet of the oxygenator on the junction of the tubing and the oxygenator. The failure was found during priming however, the user loosen, push back and then tighten the part crimped, and used the product on a patient. No harm to any person was reported. It was reported that there was an infectious risk for the patient. The product was not kept by the customer, therefore no technical investigation could be performed in the laboratory of manufacturer. The production history record (DHR) of the affected hqv 140700 with lot#3000156163 was reviewed on 2022-04-05. According to the DHR results, the product hqv 140700 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. The serial number of the oxygenator was not provided by customer. Therefore a meaningful DHR review for oxygenator could not be performed. However the reported failure could be linked to the current risk management files of quadrox-I neonatal (dms#1448129, v20) and tubing sets (dms#1906296, v20). The most probable cause is following: excessive mechanical stress (tensile forces, torque, impact) to housing, connectors and connections during use. Insufficient control of / deviations in manufacturing processes. Lack of information on permissible pressure values. Production employees were informed about complaint by shift leader on 2022-04-05. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint #: (B)(4).

Manufacturer narrative:
The product has been requested but not received yet. The investigation is still ongoing.a follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a leak was observed at the inlet of the oxygenator on the junction of the tubing and the oxygenator. It was reported that there was an infectious risk for the patient. It was also reported that the failure was found during priming. However, the user loosen, push back and then tighten the part crimped, and used the product on a patient. No harm to any person was reported. Complaint #: (B)(4).